Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, faded serial number label, peeling end cap address label, slight corrosion in battery tube and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose was unknown. Customer was advised that we are sending replacement pump.